Event description:
This complaint is now reportable based on the analysis approved on (B)(4) 2013. It was reported that during prep for a percutaneous transluminal angioplasty treatment procedure, the wire was bent. Upon removing the luge 300 j guidewire, it was noted that the end of the wire was shaped like a question mar. The procedure was completed with a different device. No patient complications were reported and the patient's status is unknown. However, product analysis revealed peeling coating along the body of the wire.

Manufacturer narrative:
Device evaluated by manufacturer: device was received with its original pouch loaded into the hoop. After visual inspection, device presents the spring tip section bent and slightly elongated, additionally presents a bent in the body. The device presents a kink at 230.3cm from the proximal end, also the spring tip is elongated at 296.7cm to 297cm from the proximal end. Moreover, the device presents a bent at 298cm from the proximal end and also peeling coating is noted along the body. The ptfe was properly attached to the guidewire. Dimensional inspection: all measurements taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).